Event description:
It was reported "pump would not trigger to any source upon start-up". Additional information states the iabp console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump would not trigger to any source upon start-up". Additional information states the iabp console was swapped to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump would not trigger to any source upon start-up" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.